Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. The lens was removed due to lens tear. The incision was widen, no sutures required. The reporter stated it was a loading error. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).